Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.